Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome- other. The patient doesn¿t know how to use their patient programmer (pp). They have been having pain for about a year now. During the call, the pp screen was blank. The patient has never changed their pp batteries. They didn¿t have any batteries to change them out. The patient would call back after getting new batteries for their pp. The patient called back on (B)(6) 2019 after they found some batteries and now wanted assistance to increase stimulation. The patient noted that one of their leads is broken. They went to their healthcare professional (hcp) about 3 years ago who told the patient that one had come loose but it would not hurt anything. The implant is halfway charged. The patient was on group c at 00 and after turning stimulation on and up to 150 the patient said that they feel it in their legs but need it in their back. The patient¿s friend/family member came to help the patient use their pp. After trying group d where the patent felt it on the right side back but not the left side because that¿s where their lead came out, the patient tried b which was going down their right leg. The patient tried a and wanted to keep it on a at 150. The patient was also sent an hcp listing as they didn¿t have a managing hcp. No further complications were reported/are anticipated.